Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported it was taking 7 hours to charge the implant and they were getting 4-6 coupling boxes. The patient stated they were getting 0 coupling boxes on (B)(6) 2017. It was suggested the patient try adhesive discs, but the patient stated it was sore when they were recharging, and it breaks the scab open where the stitches are. The patient also mentioned the implant was not holding a charge and dies every night. The patient mentioned they see the healthcare provider on wednesday and will call a manufacturer¿s representative (rep) as well. No further complications were reported. See pe (B)(4) for details related to the dtc